Manufacturer narrative:
The used device was not available to be returned to the manufacturer. The batch documentation for the affected device has been reviewed and no deviation was found on the released batch. No earlier complaints are registered for this lot. The patient is using octenisept to disinfect the mucous membranes before inserting the catheter. Disturbing the natural balance between the good and the bad bacteria in the lower urinary tract is a clear and well-known risk factor for utis and complications. This patient has also used antibiotics prophylactically during 4 months which probably has had a negative effect on the good bacteria. A normal frequency for ic is to perform it 4-6 times/day and if disinfection is used before ic several times a day this clearly makes the tissue sensitive with an increased risk for bacteria to attach. In this case the uti could not be treated, and it infected also the kidneys. It's very unlikely that the cause of this incident is correlated to the device lofric elle.

Event description:
Adverse event occured outside the us. A 55-year-old female patient with an underlying medical condition of sensitivity disorder of the skin has been using, a sterile, single-use intermittent urinary catheter lofric elle (40cm, ch12). On (B)(6) 2024, the patient contacted the manufacturer representative and reported she had experienced an acute urinary tract infection which had resulted in a kidney inflammation. The patient was hospitalized but is now well and back home. The assessment from the doctor at the hospital was an infection due to residual urine and intermittent self-catheterization. The patient was recommended to continue with intermittent self-catheterization. It was also reported that the patient used pregabalin, ocrevus medication every six months by infusion, and antibiotics prophylactically for 4 months. The patient used octenisept to disinfect the mucous membranes before inserting the catheter.